Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut, but no staples were released. The procedure was completed with another like device. There was no patient consequence.